Event description:
Information was received indicating that the cadd administration set's spike port was breaking inside the port. It was also reported that the spike cracked during infusion. Leaking occurred at the point of spike of the set. The reporter suspects the strain of the putting spike into the port may have caused a "micro-break". The further movement of set may have caused fully broken spike. No adverse effects reported.